Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, the customer lost consciousness and required assistance from a third party to resolve low bg level. Customer consumed carbohydrates, juice, and candy to address bg. Customer updated their pump settings to address the event.